Manufacturer narrative:
To date, the device has not been received for evaluation. An investigation has been initiated based on the reported information.

Event description:
The distributor reported on behalf of the user facility the following incident: the osvii was implanted in 2006 and drained from the ventricle to the peritoneum. In 2007, the osvii stopped draining. No csf liquid drained from the peritoneum catheter side. The valve was explanted and is being returned for evaluation.